Event description:
It was reported that upon interrogation of the device, two aborted vf episodes due to noise were observed. Lead anomaly was suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.